Manufacturer narrative:
Device evaluation: electrode belt sn 59070126 was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method: biocompatibility testing to iso 10933 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A zoll distributor contacted zoll manufacturing corporation to report that a (B)(6) female patient was experiencing a rash that was red and inflamed under the electrode belt therapy electrodes. The patient reported that she was allergic to nickel. The patient visited a wound doctor and was given a high dosage of steroid cream. The patient's cardiologist also provided her with a steroid pack. The patient reported on (B)(6) 2015 that her physician told her that the irritation was getting better. The patient continued to use the lifevest.